Event description:
It was reported that a hospital registration form was received stating that the patient¿s competitive pacemaker and sjm right ventricular (rv) lead were explanted due to an unspecified tricuspid insufficiency. Further information was requested however, was not provided.